Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had an air/water flow issues from the air/water flow system. This issue was observed during reprocessing. There was no patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: ; there was a leak in the electrical connector lock pin and a big chip in the objective lens. The distal end plastic cover was dented and switch one had a cut. There was a crack in the bending section cover and light guide lens. The bending section cover peeled cement. The air/water flow was normal after removing the nozzle. The insertion tube buckled excessively. There was play on the control knob. The labels were fading/peeling. The light guide tube buckled. The plastic distal end cover insulation was not to specification, and the angulation was out of specification.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage from electric lock pin. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.